Manufacturer narrative:
Servicing dealer reported one of the bolts that secure the arm pad assembly on to the articulating hinge broke where it secures the arm bracket onto the hinge. This break caused the armrest to fall away, allowing the end-user to fall out of the seating on to the floor. It was reported the end user was leaning against the armrest when this occurred, and was not wearing the positioning belt that was supplied. Service provider reports having performed a repair on the armrest by replacing the affected bolt with a new bolt and discarding the affected component. This fix was reported to be a temporary solution until a new assembly could be ordered. As the affected bolt was discarded, permobil is unable to determine if there was a deviation with the component. It is being speculated that the failure was the result of undue stress, leading to the eventual fatigue of the component. It is believed that ever since the device was issued, 4 years prior, overtime, the repeated application of weight to the armrest caused stress leading to the eventual fatigue of the bolt material. The service provider was provided with a copy of the owner's manual to share with the end-user's family which informs of the armrests not being designed to be weight bearing. The DHR was reviewed and the device was manufactured according to specification prior to distribution.

Event description:
Received report that as end-user was resting their weight on the right armrest, the armrest was reported to have broken away from its mounting, allowing the end-user to lose balance and fall out of the seating. Family member reports end-user suffered a concussion as a result of the fall.